Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient saw poor communication on the patient programmer. They were unable to increase amplitude and had a return of symptoms, as well. During the call, the patient was able to communicate but did not see the lightning bolt (ins off). The patient stated they could now see the lightning bolt and they could feel stimulation. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't have the device on, which led to the poor communication and sudden return of symptoms. They were learning how to use the device and was unaware of what to look for when the device was off. They noted the issues were, probably, from pushing the wrong buttons when trying to adjust it.